Event description:
Guidewire began to unravel and became stuck.

Manufacturer narrative:
It was reported that on (B)(6) 2026, while the product was being used for femoral arterial line attempts to groin, "once blood obtained, attempted to thread the guidewire, wire advanced and when attempted to pull back the needle from the wire the wire began to unravel and both wire and needle were stuck together. Unable to remove from the patient groin site. After, all femoral arterial lines of that lot were removed from ICU, sicu, ed and or. Surgeon [was] called for potential cutdown as app could not remove from the patient. [The] surgeon was able to extend the skin nick and locate the end of wire and needle and remove without further surgery or repair needs. Radial arterial line then placed. Site sutured and intact." Though medical intervention was required, no further follow up care, and/or surgical intervention or treatment required.